Event description:
It was reported that prior to a surgical procedure at the user facility, the core impaction drill was smoking from the cord to the handpiece connection. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for overheating was confirmed by the repair technician through disassembly and visual inspection. The motor sockets were corroded.

Event description:
It was reported that prior to a surgical procedure at the user facility, the core impaction drill was smoking from the cord to the handpiece connection. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.